Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00285 on 12-august-2019. Additional information (14-august-2019): siemens confirmed that the atellica immunoassay (im) 1300 analyzers were not scheduled for maintenance at the same time, and there are no use errors. The customer has not experienced a delay in obtaining troponin I ultra (tni ultra) test results, and stated that tni ultra samples were not sent to another lab. The customer has requested assistance to reduce the time for completing scheduled maintenance tasks on the atellica immunoassay (im) 1300 analyzer as their backup analyzer may be unavailable. Siemens provided support and reduced the maintenance task to 45 minutes. The instrument is operating within specifications, and no further evaluation is required. Section e4 was updated: changed from 'unknown' to 'no.'

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reports that their atellica immunoassay (im) 1300 analyzer can take two hours to complete the daily maintenance and also affect their backup (atellica ) analyzer. Siemens evaluated the event and verified that the customer could customize the maintenance schedule. Siemens recommended an optimized maintenance schedule for the atellica analyzer(s) to prevent downtime. The analyzer is performing within manufacturing specifications and provides maintenance scheduling instructions in the operator's guide and on-line help. The customer is running samples, and no further evaluation of the device is required.

Event description:
The customer reports a potential delay in obtaining troponin I ultra (tni ultra) test results on the atellica immunoassay (im) 1300 analyzer. The customer states that scheduled maintenance tasks on the analyzer and backup atellica analyzer can cause the analyzers to become unavailable for two hours. There are no known reports of adverse health consequences due to the potential delay in obtaining tni ultra test results.